Event description:
It was reported that the blood glucose monitor had spots on the display that affected the values displayed on the device. No adverse event was reported. The blood glucose monitor was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.